Event description:
A plate implanted on the 4th metacarpal of the left hand in 1998 broke post-op. Pt had open laceration/fracture of 4th and 5th metacarpals and 3rd proximal phalanx of the left hand. Plate was noted as broken in 2000 during revision surgery.